Manufacturer narrative:
(B)(4). Analysis of neurostimulator model 37712, (B)(4) showed that the device was in an overdsicharged condition that permanently damaged the device. Four overdischarge occurrences were noted to have occurred on the device. No telemetry or output was noted from the device when interrogated with the clinician programmer. A power-on-reset (por) condition had occurred but the device was able to be recharged using a physician mode recharge (pmr) procedure. When the recharging was complete, good stable output was observed at the end of a known good lead.

Event description:
It was reported that the pt's neurostimulator was in an overdischarge condition with compliance noted as the reason for the issue. It was also noted that the pt fell on the device about (B)(6) ago. The company representative interrogated the device and no shorts or high impedances were seen. The device was then recharged and the pt reported reviewing stimulation. On (B)(6) 2010, the pt's neurostimulator went into the 3rd overdischarge condition with an end-of-service (eos) condition message seen. The neurostimulator was then replaced as the pt desired to have a non-rechargeable device implanted. After the replacement procedure, the pt outcome was reported as recovered without sequelae.